Event description:
Event description guidant received information that during the attempted implant of this implantable cardioverter defibrillator (ICD) a shorted shocking lead warning was displayed following the delivery of a 26 j shock. Subsequently, another guidant implantable cardioverter defibrillator (ICD) was successfully implanted and the chronic implantable transvenous defibrillation lead and sub-q array were surgically abandoned. Another guidant implantable transvenous defibrillation lead was successfully implanted.